Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation, the physician was initially not able to deploy the helix. After twenty turns, the helix then extended all the way spontaneously. The physician remarked that the lead body did not feel proper. The lead was removed and replaced. The patient condition was stable following the procedure and will be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.